Event description:
Customer reported debris on their patient interface. No report of patient injury. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, requested but was not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Device evaluation: the products were received. The contents of the return were received loose within the package. Individual product components could not be associated with their corresponding lot numbers, complaint numbers, or reported issues. Product evaluation could not be performed. Manufacturing record review: per the device history review (DHR) summary, no related deviation, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.